Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u5. (B)(4).

Event description:
The customer initially reported that their device was not responding to print, options, event, and other buttons.  Later it was determined that the device was not responding to charge and shock buttons specifically, which would prohibit the device from delivery defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.